Manufacturer narrative:
The customer later contacted physio-control to advise that the date of the event and patient information tha they had initially provided to physio-control was incorrect.

Event description:
The customer contacted physio-control to report that while printing a code summary their device stopped printing and the display went blank.  The crew believed that the device remained powered on when the display went blank, but they could not recall whether or not they had to cycle power in order to restore the display or if it reappeared by itself.  The customer advised that the device was running on battery power at the time of the event, but that crew did not know what the battery levels were.   There was patient use associated with the reported event.   Medical personnel had been dispatched to assist a (B)(6) male who was potentially having a seizure.  Upon arrival, the patient told medical personnel that he ¿feels like he is having a heart attack and stroke.¿  the patient advised that he had pain all of his body and that he had drank both hand sanitizer and listerine earlier that morning.  The patient further stated that he was having heart palpitations and homicidal thoughts. There were no adverse effects to the patient as a result of the reported issue.  The patient was treated and transported to a local hospital for care.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio downloaded the electronic patient record from the event and was able to confirm that the device cycled power multiple times during the event; however, the cause of which could not be determined.   After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while printing a code summary their device stopped printing and the display went blank.  The crew believed that the device remained powered on when the display went blank, but they could not recall whether or not they had to cycle power in order to restore the display or if it reappeared by itself.  The customer advised that the device was running on battery power at the time of the event, but that crew did not know what the battery levels were.   There was patient use associated with the reported event event.   The patient, a (B)(6) year-old male, was reported to be nauseous with chest pain. The patient was being monitored at the time of the reported issue and was treated and transported (conscious) to a local hospital.  The customer advised that the patient's outcome was unknown.   Upon evaluation of the customer's device, physio downloaded the electronic patient record from the event and confirmed that the device had cycled power multiple times.  The cycling of power coincided with an attempt to print and it is reasonable to conclude that is what the crew had witnessed.